Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Unit passed prime/delivery test, excessive no delivery test and displacement test. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked lcd window. (B)(4).

Event description:
Customer's father reported via phone call that customer received excessive no delivery alarms even after infusion set change. Caller states that customer was not wearing insulin pump and when re-connected, customer received a no delivery during bolus. Caller did not want to troubleshoot, just requested for insulin pump to be replaced. Customer's blood glucose was 497 mg/dl.